Event description:
Per the independent repair center, the customer alleged problem is the unit will not start and the key failure is the power switch has a short circuit. Associated malfunction for this device: sieve beds saturated, rexroth valve stuck, poppet valve not shifting, sieve tubes, heat exchanger and elbow leaking.